Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was exhibiting premature discharge of battery. The ICD was explanted, and new ICD was implanted. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. Interrogation of the device revealed the device was at elective replacement indicator (eri) when received. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing revealed high current drain from the hybrid. A hybrid anomaly was found to be the cause of the high current drain and premature battery depletion.